Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any photos or samples for investigation. 10 retained samples were visually inspected, and no cracked female luer adapters were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. The complaint has not been confirmed for customer indicated failure mode (damaged product). Bd has initiated root cause investigation through corrective and preventative action. Complaints received for this device and reported conditions will continue to be tracked and trended. The bd business team regularly reviews the collected data for the identification of emerging trends. Based on an evaluation of severity and frequency it was determined that corrective actions are required and have been initiated.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter was cracked during blood draw of one patient resulting in sample leakage. No adverse impact was reported regarding the patient or user.